Manufacturer narrative:
Based on the results of the investigation, no abnormalities were observed in the archived samples or in the reviewed batch manufacturing records. All dimensional and functional tests (including luer lock dimensional verification and resistance to separation tests per iso 80369-7:2021) met the specified requirements. The reported complaint could not be confirmed, as all tested samples met product specifications and performed as intended. Additionally, our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. No trends related to this issue have been identified during our track-and-trend analysis.

Event description:
Customer reported that during the injection of the varivax, towards the end of the injection volume amount, the needle separated/unscrewed itself from the syringe. The remaining volume of varivax leaked out of the syringe and was subsequently not administered to the patient. Approximately 0.1ml-0.2 ml appeared to be the amount that leaked out. Patient received majority of total volume amount. It appears that the needle and syringe did not have a good seal, despite my efforts of ensuring a sufficient seal x 2 (before drawing up the vaccine and after drawing up the vaccine), leading to the detachment of the two devices during the injection. Md notified, I discussed with dad that I felt as if the patient received the majority of the volume injection and dad agreed.